Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. A suture break can be caused by a number of factors including, but are not limited to, too much tension applied or the suture was nicked. Ultimately, the return of the proglide device may have aided the investigation in determining a cause for the experienced suture break. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of sutures are tested under stress for diameter measurements before release to manufacturing. A sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot. Based on the information received with this incident and without the product to examine, a definitive cause for the reported experience cannot be determined.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a heavily calcified right common femoral artery after an interventional procedure. Reportedly, during the procedure the suture broke. A second proglide device was used with the same results. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method, patient selection, heavily calcified right common femoral artery. The first proglide device is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger was still in the pre-deployed position and there was no slack on the link/monofilament. There were also traces of dried blood found on the guide/foot area and on the marker tube, which is an indication that the device was inserted inside the patient but was not deployed. This is inconsistent with the reported incident of a suture break. During the investigation, a plunger was deployed and both cuffs were captured. The device preformed according to specifications; therefore, the cause for this incident could not be determined.